Event description:
It was reported that during a tka procedure, the handpiece's thrust no longer worked. The procedure was successfully completed using the backup sterile handpiece with a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. There were no indications of an issue that would potentially lead to a future performance issue. A complaint history review found similar reports, this issue will continue to be monitored. We were able to confirm if there was a relationship established between the reported event and the device. Visual inspection found that the snap lock pin had come out and the nut had unthreaded from the snap lock. The malfunction was caused the mechanical component failure. No further containment or corrective actions are recommended at this time.